Event description:
It was reported that the user issued both a usual meal announcement and an additional larger-than-usual meal announcement, which resulted in insulin delivery that led to hypoglycemia with a reported nadir of 52 mg/dl. This was attributed to overestimation of carbohydrate intake and was addressed through troubleshooting and education on appropriate meal size announcements. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient hypoglycemia without alarms and without hospitalization. Investigation included customer communication and review of use history related to meal announcements and dosing behavior. Investigation of this case revealed use error related to meal size estimation and duplicate meal announcements, with no device malfunction or alarm activity. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inaccurate carbohydrate estimation and inappropriate meal announcement selection.

Manufacturer narrative:
Initial.